Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/19/2018 10:58 am CT. The report number is being corrected from: 2134265-2018-64516 to: 2134265-2018-61802.

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 24x3.5mm target lesion was located in the lightly tortuous and calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. Returned product consisted of a quantum maverick balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the hypotube is separated at 28.5cm from the hub. There is a kink 26cm from the hub. There are two other kinks at 78cm and 118cm from the tip. Microscopic examination revealed that the tip is damaged and the balloon is partially loosely folded. There are blood present in the guidewire lumen and on the balloon folds. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft fracture occurred. The 90% stenosed, 24x3.5mm target lesion was located in the lightly tortuous and calcified left anterior descending artery. A 3.5mm x 15mm quantum maverick balloon catheter was advanced for dilation. However, it was noted that the delivery shaft was fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.